Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample was inspected under 20x magnification and observed the following:- - safety clip condition: deformed at safety clip long arm, short arm and clip backwall. - clip hole condition: no damages observed. - cannula surface: observed clip scratch lines along the cannula surface and this happen during cannula withdrawal. No dent or excess metal nodes on the cannula surface. - cannula condition: observed bent cannula - protective cap: no damages observed. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. Thhe in-line vision system conducts 100% checking at the relevant critical dimension of cannula and clip including crimp width, crimp length, clip dimension, clip position and bevel condition. Defective parts will be detected and automatically rejected by machine. Reviewed the process cards for the complaint batch and it show no abnormality. Instruction for use (IFU) review: this product is recommended to be used as explained in instruction for use (IFU). # under warning section, do not bend the catheter/needle during insertion, advancement, or removal of the needle. # under application section, withdraw needle straight back with a controlled and continuous motion (minimize rotation of needle). Metal safety shield will automatically attach to needle tip as needle tip exits catheter hub. Conclusion: the returned sample was observed with clip dislodged, clip deformed and bent cannula. Suspect during cannula withdrawal at high speed, upon nearing the tip, the clip had engaged protecting the tip but the long arm was scratched against the catheter hub right before the cannula was totally out from the catheter hub. This caused the clip to dislodge and stuck at the cannula body with slight bent cannula. Suspect this defect is due application at customer end. Complaint is not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number : (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in taiwan . When the needle was withdrawn, the tip spring did not pop out and came loose to the side, turning it into an unsafe needle and causing injuries to staff.